Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy (crrt) with a prismax control unit, rapidly clotting of the filter sets was observed. Filter sets only lasted four hours before clotting was observed. The patient has a low hemoglobin (no values provided) and has lost a few extracorporeal (ec) blood volumes. The patient received a blood transfusion. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.